Event description:
It was reported that there are high pressure alarms even when not attached to patient. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because it is not relevant to the investigation due to the age of the device and impact sustained. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bent front panel. The tidal volume knob is unable to spin freely all the way to max due to the damages. Input manifold is loose on the bottom chassis. Functional testing found the high pressure alarm comes on at max positive end-expiratory pressure (peep) settings. The root cause of the reported issue could not be determined. Adjusted patient cycling light-emitting diodes (led) and re-set peep control. Device passed all functional testing. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 are unknown, no information provided to date., corrected data: b5.

Event description:
Additional information was received which included there was no patient injury.